Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500-600 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined troubleshooting with tandem technical support. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, and unspecified fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.